Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient present via remote transmission. Review of transcripts revealed over-sensing t-waves of the implantable cardiac monitor. Tachycardia episodes were recorded due to the over-sensing. Patient was schedule to present in clinic for programming changes. Patient remained asymptomatic.